Event description:
Customer complaint - limited data available customer stated that the device turned brown and believes it burned them. Their lower back was discolored. Purchase date was (B)(6) 2022.

Event description:
Customer complaint - limited data available. Stated device turned brown. Believes it burned. Lower back discolored. Purchase date (B)(6) 2022.